Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple issues occurred when device was rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had lot of issues when rebooting the devices. A technical support specialist (tss) reported that a reboot occurred on the specified date and confirmed that the station for location rccaanepa8 came back online. The reboot was initiated by the user through the device application. The tss further explained that the device took longer than expected to come back up because it needed to install windows updates. Log entries confirmed that a windows update installation occurred, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple issues occurred when device was rebooted.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.